Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device warmed fluid to 44 degrees and then device "over temperature" alarm occurred. The examination of the device showed the fluid return tube was cracked; this was determined likely the cause of this issue.

Event description:
It was reported the device gave an "over temperature" alarm during testing. No patient involvement.